Event description:
A report was received that the patient¿s ipg was no longer holding a charge. The patient underwent an ipg replacement procedure due to suspected malfunction. The patient was doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the complaint of fast battery depletion was not confirmed. The ipg exhibited normal charging and discharging characteristics. The ipg is depleting within the expected range. However, during testing it was determined the case cell driver node was damaged. The damage is unrelated to the complaint. The root cause of the damage is unknown.

Event description:
A report was received that the patient's ipg was no longer holding a charge. The patient underwent an ipg replacement procedure due to suspected malfunction. The patient was doing well postoperatively.